Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the findings are as follows: there were no traces of sparks on the metal tip and no dielectric breakdown. Therefore, it is believed that the product did not cause sparks. However, there were many scratches on the insulation coating, so it is likely that it occurred with other treatment tools. Furthermore, it was also noted that the service life of the product was considerably exceeded. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the reported event was attributed to user mishandling. This supplemental report includes an update to d9 and h3 from the initial medwatch. Also, additional information has been added to h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
An olympus representative reported on behalf of the customer that sparks occurred when the tip of the suction/irrigation tube, 5 x 360 mm, button, unipolar, for hiq+ handle made contact with the tissue while used together with a third-party electrosurgical generator during a laparoscopic colectomy resulting to a bowel burn and mesenteric artery damage requiring conversion from laparoscopic to open surgery, which was completed without further incident. The patient was admitted for routine post operative care after open surgery. No further problems were reported. The generator was set at soft core 80 watts. The device's output was inspected prior to use without any issues noted.